Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer was using u500 insulin. Tandem technical support (cts)educated customer on insulin labeling. Customer's blood glucose level was 105 mg/dl. Reportedly, the customer successfully loaded a new cartridge to address the issue. Customer continued using the pump for insulin therapy. In addition, it was reported that the insulin gauge was inaccurate. Customer declined to further troubleshoot with cts.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified. The alleged insulin gauge issue was unable to be confirmed.